Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical gastrectomy for gastric cancer, while off the stomach tissue, the device was unable to fire and handle could not be squeezed. A new device was used in order to complete the case. There was no patient injury.